Manufacturer narrative:
This report is based on information provided by philips remote service representative and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart dfm defibrillator indicating that the pacing option was not working. A good faith effort was made to obtain additional information associated with this complaint evaluation. The only information that has been provided is that the customer has done the operational check test and it passed. Also, the customer did another test with simulator to confirm pacing is working properly and it also passed. The attempts to obtain patient information and further device related details have failed. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.a good faith effort was made to obtain additional information associated with this complaint evaluation, but there is no additional information available. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened. H3 other text : customer did not respond to requests for additional information.

Event description:
It was reported to philips that the pacing option is not working. Patient involvement is unknown at this time, however, no adverse patient impact or injury was reported by the customer. Additional information has been requested.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.